Event description:
No urine flow/blockage. Report was received by the (B)(6) federal office for safety in health care (ages) on (B)(6) 2013. The reporter states that despite the correct installation of the unometer system, there was no urine flow into the urine measurement system when used on a patient. Seven hundred ml of urine flowed after disconnecting the unometer system from the urinary catheter.

Manufacturer narrative:
This case would be treated as a reportable malfunction 'no urine flow/blockage' as we have no other information to believe it could not have led to a serious injury. An obstruction to the flow of urine from the bladder could lead to a build up of urine in the bladder exposing the patient to a risk of infection or damage to the organs of the urinary system. A previous root cause analysis conducted on this product showed the most probable root causes of stop flow issues were the urine meter not being installed below the bladder level, the tube hanging in loops, or the midpoint of the tube hanging below the level of the urine meter. In order to minimize the possibility of the stop flow issue, the observations above should be eliminated. No new event/patient details have been received from the reporting user facility. A sample return is not expected for evaluation. Reported to the FDA on (B)(4) 2013.